Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead exhibited high out of range impedance measurements, greater than 3000 ohms. Technical services (ts) was consulted and recommended evaluation options. This ICD remains in service. No adverse patient effects were reported. Additional information was received, the patient underwent into isometric and pocket evaluations and no high out of range impedance measurements or noise were observed during testing, however, there was a noise detected by signal artifact monitor (sam). A lead damage was suspected but it was not conclusive. Further monitoring and evaluation of this rv lead was recommended. This ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).